Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The additional evaluation visual inspection revealed that the head came off during the insertion and the sleeve broke. This damage had the effect that the head was not properly fixed at the screw anymore and came off during the insertion as complained. At the retaining sleeve it is also the first thread flank at the forefront broken off. In this relation we would like to mention that our product development center did improve the design of the retaining sleeves, meanwhile, to reduce friction between the sleeves.

Event description:
It was reported that the part disassembled during screw insertion. The article disassembled during screw insertion. The head popped out from the bone screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: device history record was reviewed. No discrepancies were noted that would be associated with this complaint. Device manufacture date was 12/07/2010. (B)(4).